Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on (B)(6), 2021, it was found that inside of the light guide lens was dirty. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. During the evaluation at the olympus local service department, it was found that lg lens of the subject device was broken. Omsc surmised that the reported phenomenon occurred since the gap occurred at the light guide lens adhesive due to influence of physical stress and dirt might enter the light guide lens from the gap.